Event description:
Customer reported multiple caps have broken or split while in use on patient. Vague event information received. No details or documentation of specific patient events provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.